Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of shell porous with multi holes 70 mm shows bio debris in the tm surface. Inner spherical surface, outer diameter face, and cluster holes show damage. Damage includes deformation, nicks, gouges, and scratches. Visual review of the (4) returned bone screws shows (2) fractured bone screws were returned without fractured pieces. (2) bone screws were returned not fractured. The 15mm bone screw can be confirmed as not fractured. One 30mm screw is fractured and one 30mm screw is not. It is unknown which 30mm screw fractured without lot etch to confirm. The 60mm screw is returned fractured all of the screw heads and taper below head show deformation damage, wear, and gouges. All screws show thread damage. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620207020 ¿ trabe metal cup ¿ 60890672. 00625006560 ¿ bone screw ¿ 60844073. 00625006530 ¿ bone screw ¿ 62211397. 00625006515 ¿ bone screw ¿ 62061679. 00801804003 ¿ femoral head ¿ 62080076. 00630507040 ¿ liner ¿ 62206931. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01652, 0002648920 - 2021 - 00154, 0002648920 - 2021 - 00156, 0002648920 - 2021 - 00157.

Event description:
It was reported that patient is being considered for a right hip revision approximately 8 years post implantation due to loosening and migration of the cup. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.